Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low and high blood glucose levels. His blood glucose level was 317 mg/dl as result of not correcting after he ate and also experienced a low blood glucose level of 47 mg/dl. The customer's blood glucose level was low because he was active and did not make an adjustment. The device was not returned.